Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. No patient has been involved when the failure occurred. During the investigation at the manufacturer it was found that the console displays the error message ¿head error.¿ complaint ID: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. No patient has been involved when the failure occurred. During the investigation at the manufacturer it was found that the console displays the error message ¿head error¿. A getinge service technician repaired the affected rotaflow console (serial#(B)(6) on 2022-09-21. The technician confirmed the reported "head error". The "txrx error" could not be reproduced during the investigation. The technician replaced the rfc (rotaflow console) control board kit (material# 70103.4051) to solve the head error. As part of the 2 year maintenance the battery pack with fuse (material#70101.7188). After the replacement the device is working as intended. The following most possible root cause could be determined for the head error:  1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. However, the failure mode "txrx" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction of the microcomputer system: 1. Internal cpu failure. 2. Non-volatile memory failure. 3. Volatile memory failure. 4. Failure in safety relevant variables. 5. Watchdog failure. 6. Time base failure. 7. Failure on other device parts (rotary knob, display, etc). 8. Failure of internal components (adc, etc.). Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2019-12-01. The review of the non-conformities has been performed on 2022-03-16 for the period of 2019-12-01 to 2022-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.